Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the user was not properly conducting the operation test. The rse provided the guidance on how to perform the operation test, verified the successful result and confirmed functionality of the device. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the treatment was disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.